Manufacturer narrative:
E1, phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, visibility/palpability.

Event description:
Healthcare professional reported right side ¿folds in internal capsular, lobulated, signs suggestive of intracapsular rupture¿ diagnosed via ultrasound. Device remains implanted.